Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump completely lost power once, and the pump was difficult to power on. The reporter allegedly had to remove and reinsert multiple batteries several times before the pump powered on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:a review of the pump black box data indicated no pump reboots; however, two cs 054 call service alarms were recorded. During testing, the battery cap secured properly to the pump, and the pump powered on properly. A power loss was not observed. The battery cap contact dimensions measured within specifications. No damage was observed to the battery compartment. The pump was exercised for 24 hours with no power interruptions or call service alarms duplicated. The pump case was removed and no evidence of moisture ingress or loose components was found.